Manufacturer narrative:
(B)(6) 2016 05:28 pm (gmt-5:00) added by (B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(6) 2016 11:45 am (gmt-5:00) added by (B)(6) ((B)(4)): the hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm unraveled before it deployed. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(6) 2016 06:50 pm (gmt-5:00) added by (B)(4): hi (B)(6), we had a heart string malfunction yesterday. I have it for you if you&#61728;like to come pick it up. I looks like it started to unravel before it was deployed. (B)(6).

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to maquet for evaluation. Signs of clinical use and evidence of blood were observed. Blood was present in the delivery device, indicating an attempt was made to deploy the seal into the aorta. The slide lock was disengaged on the delivery device, however the white plunger was not fully depressed. The seal was deployed, with the tension spring and anchor tab still in the delivery tube. The delivery tube was bent between the plunger tip and tension spring. The loading device was not returned. The tube was unable to be measured due to the presence of blood in the delivery device. The device was returned in a partially deployed state with evidence of blood in the delivery device. We are unable to confirm the seal as unraveled because there are no signs of delamination. Based on the condition of the device as returned, the reported complaint was unable to be confirmed for unraveled material (unraveled seal) because the integrity of the returned seal has not been compromised, but confirmed for bent tube.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm unraveled before it deployed. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(6), we had a heart string malfunction yesterday. I have it for you if you'd like to come pick it up. I looks like it started to unravel before it was deployed. (B)(6).